Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a total hip arthroplasty using the robotic arm interactive orthopedic system (rio). When the surgeon was impacting the cup, the impaction platform broke. The breakage did not cause any impact to the patient. And did not affect the outcome of the case which was successful without delay.

Manufacturer narrative:
Reported event: an event regarding alleged a broken impaction platform 206270 was reported. The event was confirmed. Device evaluation and results: visual inspection: visual inspection shows shearing of the impaction platform. See attachment 1 & 2 for an image of the instrument. Dimensional inspection: dimensional inspection was not completed, visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed visual inspection clearly shows the failure of the device. Device history review: review of the device history records indicates (B)(4) devices were inspected on feb. 4, 2013. Due to lack of supplier data they were quarantine. This generated nrp 13-02-0003; all (B)(4) devices were accepted as use as is. The nonconformance of the npr does not relate to the failure mode observed in this investigation. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206270, lot number dm010812 shows 0 number of complaints related to the failure in this investigation. Tracking of complaints related to the 206270 part number will be tracked through quarterly trend request 813. Conclusions: failure was confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon performed a total hip arthroplasty using the robotic arm interactive orthopedic system (rio). When the surgeon was impacting the cup, the impaction platform broke. The breakage did not cause any impact to the patient. And did not affect the outcome of the case which was successful without delay.